Event description:
New information received noted that physician attempted to reposition the lead prior to their decision to explant and replace. Sensing and capture thresholds varied during the repositioning, hence the explant. Physician also claimed sensing, capture thresholds, and impedance varied during the initial implant on (B)(6) 2021.

Event description:
It was reported that an asymptomatic patient presented to a post-implant check with high capture threshold and high pacing impedance noted on the right ventricular lead. A dislodgement was suspected. Lead was explanted and replaced on (B)(4) 2021. Patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.